Manufacturer narrative:
A follow-upreport will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device needs to be repaired. The customer did not indicate what on the device needs to be repaired. There was no reported patient involvement.